Event description:
It was reported that the patient had the ambicor penile prosthesis, that had been implanted approximately 9 years ago, removed due to the device not inflating and the patient was unable to have an erection. A new ambicor penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.